Event description:
Reporter stated that a comparison between user's surestep meter and a healthcare professional meter was 175 mg/dl (ss) and 232 mg/dl healthcare professional, respectively (25% difference). Control solution test result (124) was in range. No symptoms were reported. There was no allegation of harm.